Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6052-0830s, lot# mhn101, description: secur-fit max. Cat# 06-2898, lot# 5l8mhe, description: c-taper cocr lfit head 28mm/-3. Cat # 500-03-48c, lot# tj6mne, description: primary tritanium hemi solidback cup 48mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that: "pt had revision due to infection."